Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer does not auto select, is slow to boot up and stops working. It was determined at analysis that the keyboard is separating at the hinge pin. The ac power cord is not hospital grade. All found defective parts were replaced and all issues were resolved. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer is slow to boot up, and the programmer stops working. The programmer does not auto select and is unable to select the device. The programmer was returned to service and repair. There was no patient involvement.